Manufacturer narrative:
Device was evaluated. Inspection determined a/w (air/water) supply inlet was observed to be loose. The (scope) s-connector side was found leaking, fluid invasion was observed. Image flickering was noted. The forceps passage glue was observed peeling and crack on ¿a-rubber¿ glue was determined. Cut on switch #1 was observed. The control angle knob was found stretched. In addition the elevator channel was observed to be loose. Based on evaluation findings the reported failure was confirmed. The inlet a/w supply was found loose likely attributed to the error reported. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device showed ID data communication error. There was no patient involvement on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented based on the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (forceps cover glue peeling) was likely caused due to external force applied to the distal end. The instruction manual identifies the following verbiage within section '3.2 inspection of the endoscope': "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Per the legal manufacturer, the other issue identified within the initial report (data communication error) has no potential to cause or contribute to death or serious injury if it were to recur.